Manufacturer narrative:
A ge service rep performed an on site investigation. The power cap module was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a charger error and a precharge error at boot up. These errors will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.